Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon was used during a robotic sacrocolpopexy procedure. According to the complainant, post procedure, the patient came back to the physician for a post-operative visit and reportedly, a mesh exposure was observed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a upsylon was used during a robotic sacrocolpopexy procedure. According to the complainant, post procedure, the patient came back to the physician for a post-operative visit and reportedly, a mesh exposure was observed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 16, 2018. The physician closed the areas where the mesh exposed. After the operation, he saw the patient and again saw mesh. Subsequently, the patient was scheduled for another procedure to remove the mesh. The mesh was removed and the patient was reported to be fine now.